Event description:
The customer reported a false negative kell result on the ortho provue analyzer. The result was not reported. False negative results may lead to inappropriate physician action. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that both kell positive cells were weakly positive when viewed manually. The pt has a history of anti-kell. A field engineer performed maintenance on the analyzer. Though the service actions have restored the analyzer to expected operation, the root cause of the event is unk.